Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire separation. It was reported that during treatment in the patient's leg, the guide wire broke in half in the arterial tibial vessel. Surgery was performed and the detached guide wire was removed. No adverse patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core, polymer coating and on the tip coils. There was a ben in the core 2.2 cm proximal to the tipball causing the tip to be in a hook shape. The core had separated .5 mm distal to the distal end of the hypotube. There was core extending out the distal end of the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm the core and shaping ribbon in the tip were intact. This guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire separated from ductile overload. The guide wire was; therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage a joint. Normally, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent separation due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. The guide wire tip bending found in the analysis appears to be the result of the application of the "j" shape required for the procedure and was not a quality issue with the guide wire. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.